Event description:
Rep reports that there is a possible obstruction to the ventricular bactiseal catheter. The valve would pump and release, but could not see the flow to the valve, therefore resulting in an explant.